Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons not responding on the customer's insulin pump. The insulin pump reportedly also had cracks around the battery and reservoir compartments. The customer's blood glucose level was 24 mmol/l and the customer treated with manual injection. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.